Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump over infused. The event occurred in the operating room for a patient undergoing a bilateral pheochromocytomas for adrenalectomy. After the patient was induced under general anesthesia, a remifentanil infusion was initiated. After a brief period of hemodynamic instability, the patient developed severe hypotension refractory to vasopressors or volume administration. At that time, it was observed that only 20ml of remifentanil was left in the 100ml bag (2000mcg/100ml mixture). However, according to the pump and anesthesia record there should have been 70ml left in the bag. The pump settings were reviewed and found to be accurate. No bolus was programmed through the pump. It was reported that the patient's condition reversed once the remifentanil infusion was stopped, and the patient was placed on a similar anesthetic that did not require the infusion pump. The novum lvp pump was taken out of service. No further information was available at the time of this report.